Event description:
It was reported while using bd nexiva¿ closed IV catheter system ¿ single port 24 ga 0.75 in foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: sterile catheter was freshly opened and clearly contaminated in its packaging.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes . D10: returned to manufacturer on: 12sep2022. H6: investigation summary bd received an opened 24 gauge nexiva single port unit from lot 2045797 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed what appeared to be a brownish black brittle material like dirt on the cover of the needle. No fm matter was seen in the needle cover nor on the needle. Therefore, based off the visual inspection the engineer was able to verify the reported defect. Unfortunately, since the device was received opened and not in its original sealed state a definitive root cause could not be determined. The manufacturing facility has been notified of this incident and the findings.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd nexiva¿ closed IV catheter system ¿ single port 24 ga 0.75 in foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: sterile catheter was freshly opened and clearly contaminated in its packaging.